Event description:
It was reported that the insulin pump had an absence of a no delivery alarm. Unit was not showing any delivery alarms and was not alarming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.